Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation revealed that the up and down arrows in the touchscreen menu in an astral device are not always responding. The astral touchscreen was recalibrated which resolved the display issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that the astral device touchscreen had random display failures. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported touchscreen failure. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the touch screen error was most likely due to water ingress in the device top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).